Manufacturer narrative:
Product event summary: manufacturer¿s analysis found that the analyzer was unable to perform incoming testing; the patient connector housing was broken, which prevented testing from taking place. The analyzer will be sent for repair. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer originally returned as a pullback subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.